Event description:
Boston scientific crm received info that this dextrus right ventricular lead dislodged, resulting decreased r-wave measures. In a revision procedure, the lead was successfully repositioned. No adverse patient effects were reported.